Manufacturer narrative:
The philips field service engineer confirmed while on the customer site the mx450 was alarming at the monitor but not the pic. He verified the alarms were seen at the pic. Tested monitor and associated x3. All functions ok and all alarms correct at pic. Apnea alarm covering other red alarms as patient was on mx40 so no apnea should have been set. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Event description:
The customer reported that the patient information center ix indicated that alarms were not showing at the central station. There was no adverse event to the patient or user.